Event description:
The customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed. The insulin pump appears functioning properly.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.